Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as painful bruise on the left hip. There was no alleged device malfunction contributing to the bruise. The patient¿s physician advised using tylenol for the pain. Follow up indicated that the bruise improved.